Event description:
Customer reportedly received the result of 274 mg/dl the advantage system and 88 mg/dl on professional device within 10 minutes. No actions taken based on the device results. No adverse event reported. Requested return of suspected device and replacement was sent.